Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 52.5 cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 2.00mmx12mm maverick²¿ balloon catheter was advanced for dilation. However, while pushing the device, the shaft broke which was in between the exit port and distal end portion of the shaft. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 2.00mmx12mm maverick balloon catheter was advanced for dilation. However, while pushing the device, the shaft broke which was in between the exit port and distal end portion of the shaft. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.